Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub and remained in the patient's vein. A peripheral vascular surgeon was consulted and is in the process of setting up a date to extract the fragment. The following information was provided by the initial reporter, translated from spanish to english: "we have an incident report from a patient that upon withdrawal of the catheter# 18 autoguard insyte has felt discomfort in the area. An ultrasound was performed with the finding that he had a fragment of the device. 01/07/2021: add info received: today we communicate with the nurse about the case and she mentions the following: the patient is outpatient, he is stable in his house, waiting for the peripheral vascular surgeon to confirm the date for the extraction of the foreign body. Nurse tells us that when she has the complete report of the extraction she will be contacting us to give us the result of the extraction."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub and remained in the patient's vein. A peripheral vascular surgeon was consulted and is in the process of setting up a date to extract the fragment. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have an incident report from a patient that upon withdrawal of the catheter# 18 autoguard insyte has felt discomfort in the area. An ultrasound was performed with the finding that he had a fragment of the device. 01/07/2021: add info received: today we communicate with the nurse about the case and she mentions the following: the patient is outpatient, he is stable in his house, waiting for the peripheral vascular surgeon to confirm the date for the extraction of the foreign body. Nurse tells us that when she has the complete report of the extraction she will be contacting us to give us the result of the extraction."